Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 7.0x20mm armada 35 balloon dilatation catheter was advanced to the lesion with no resistance noted. The balloon was inflated once at an unspecified atmosphere and ruptured. As the device was being removed and pulled into the sheath, resistance was met with the sheath and it was suspected that part of the balloon became lost in the anatomy. The device was simply removed altogether with the sheath and the procedure was completed then. It is unknown if part of the balloon became separated in the anatomy and remains there or if it remains in the sheath. The patient is fine. There was no adverse patient sequela reported. No additional information was provided.